Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). It was also reported that the patient experienced feedback issues prior to experiencing the loss of osseointegration. There are plans to reimplant the patient; however has yet to occur as of the date of this report.